Event description:
The pt was reportedly experiencing intermittencies. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.